Event description:
Medical affairs has been unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient called alleging that the test strips were not working. The patient experienced symptoms of dry mouth. Since the patient was unable to obtain a reading, they decided to visit the physician. Physician tested the patient and there is no information on what the reading was on the physician's meter. The patient however, was treated with orange juice. The technique of applying blood on the test strip was correct. The patient reviewed the testing technique with customer services and the issue was not resolved. Customer services sent the patient a replacement meter and testing supplies.